Event description:
Information was received from a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was extruding and the pocket incision was unable to heal completely. The patient was diabetic, which may have led to or contributed to the issue. The ins was tunneled to the contralateral side and the issue was resolved. The patient status was noted to be no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.